Event description:
The product was connected to the unit and inserted into the vagina. The array position light failed to illuminate. Md tried to do cavity assessment test 3-4 times, and that failed each time. The device was unplugged from the unit multiple times and powered down, but the array position light never came on. Therefore, it was never ready to go. As an aside, there was no co2 coming from the vagina, and the surgeon tried a second tenaculum, but it was of no assistance. Another novasure device was opened and performed without incident.======================manufacturer response for novasure, novasure (per site reporter)======================will request manufacturer share results of analysis with hospital.